Manufacturer narrative:
(B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0216381. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe barrel/flange was damaged and could not be used to perform the flush. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to the hospital for cholecystitis on (B)(6) 2021. At 14:15 on (B)(6) the nursing staff opened the newly packaged flush and prepared to flush the PICC tube for the patient after the infusion, and found that theflush shell was damaged. Immediately replace the new irrigator to flush the tube for the patient. No harm was caused to the patient, and no other adverse events occurred during the entire event."